Event description:
The magnet stimulation settings (500us pulse width, 2.5ma output current) are in the area where increased susceptibility to potential heart beat sensing anomalies have been seem. However, additional data is needed to verify this. One other possibility would be the heartbeat detection threshold being borderline too low (less sensitive) for this patient causing some periodic dropouts in detection unrelated to the issue above.

Event description:
It was reported that the patient was experiencing low heart rate false positives on the patients m1000. The patient also has other cardiac devices that are not detecting low heart rate events, leading the physician to believe that the sentiva is false detecting low heart rate as the patient is not actually experiencing bradycardia events. No additional information has been received to date.